Manufacturer narrative:
(B)(4). One flexima bili preloaded stent was analyzed and a visual evaluation noted that the push catheter did not show any obvious kinks; however, a non-bsc guidewire was stuck into the guide catheter, it was stretched and broken and this caused the guide catheter to be buckled. Additionally, the suture hole was slightly torn indicating there was a tension applied to the suture causing the mentioned damage and the suture was detached. The suture and stent were not returned for analysis. No other issues with the device were noted. The reported event was confirmed. According to the analysis of the device and the information, it is most likely that operational factors, such as user technique/handling and manipulation of the device during its use could have caused the observed damages (guidewire stuck, guide catheter stretched, buckled and broken). The issue of "guide catheter stretched" could have caused resistance at the moment to retract the guidewire from the guide catheter making the device difficult to deploy the stent, continued attempts to retract the guidewire/guide catheter to release the stent or force applied to retract guidewire/guide catheter can result in guide catheter breakage, a force to pull out the guidewire can lead to buckle/accordion it. Therefore, the most probable cause of the reported issue is adverse event related to procedure. The adverse event occurred during the procedure and the device had no influence on event. A dimensional inspection was performed. The outer diameter of the guidewire was measured and it was determined that it was compatible with the delivery system, therefore it did not contribute to the reported issue of "device difficult to advance guidewire." A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during an endoscopic retrograde cholangiopancreatography procedure in the bile duct, performed on (B)(6) 2020. According to the complainant, during the procedure, when they attempted to release stent for deployment, the stent was unable to be deployed due to becoming stuck on the guidewire. The procedure was successfully completed with another flexima biliary stent without inconvenience. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay. This complaint is being reported based on the investigation results of guide catheter break.